Event description:
It was reported learned via the patient registry that a patient with a 29mm 7300tfx pericardial valve in the tricuspid position underwent a redo tricuspid valve replacement procedure after an implant duration of four (4) months due to unknown reasons. The explanted device was replaced with a 27mm 7300tfx bioprosthetic valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Based on the information available, a definitive root cause cannot be conclusively determined.